Event description:
The device was implanted on 10/04/1991. Due to pseudoarthrosis and loosening and/or backing out of the screws, revision surgery was performed on 10/02/1993 to replace instrumentation. Due to pseudoarthrosis and presence of two broken sacral screws, revision surgery was again performed on 01/24/1995 to remove and replace instrumentation.